Event description:
A customer reported a high blood glucose level of 280 mg/dl, suspected to be caused by user error during the insulin load process. The customer took corrective action by administering a correction bolus via the pump and replacing the infusion set. Technical support assisted the customer by helping them fill the tubing to remove air bubbles and providing education on ensuring gaps or bubbles are removed during the fill tubing step to prevent issues with insulin delivery. The customer understood the guidance and was able to resume normal insulin therapy.